Manufacturer narrative:
Pump received with cracked battery tube threads and broken reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
It was reported that the device has a crack in it, leading up to where the battery cap sits, and the reservoir compartment is cracking. The device is able to lock into place. Device has fallen and swung but has not hit the ground. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.